Event description:
The surgeon noticed the tray looked smaller than usual. So they looked at the markings and it showed as 2.5 size. Then when implanting the poly insert (2.5) they noticed that it didn't fit. They tried then with size 2 and was fine. So the tibial tray that showed as 2.5 (even though it looked as a size 2), was effectively a size 2 implant that was wrong.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.